Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part 393.10, lot 9512091: release to warehouse date: october 02, 2018. Manufactured by synthes monument. No non-conformance reports (ncrs) were generated during production. H3, h6: a service and repair evaluation was completed: the repair technician reported the device handle is bent. Bent is the reason for repair. The cause of the issue is unknown. The following parts were replaced: t-handle and all applicable components. The item was repaired per the inspection sheet and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during surgery the universal chuck with t-handle was broken. There is no surgical delay and no fragments generated. The removal of the broken, damaged device was completed with o additional intervention. Procedure was successfully completed. This report is for an universal chuck with t-handle. This is report 1 of 1 for (B)(4).